Event description:
It was reported that decreased ventricular sensing, impedance and capture threshold was observed. Additionally, episodes of non sustained ventricular oversensing was seen. Fluoroscopy showed that the device had felt down to below the breast area and consequently, the lead had dislodged. The device was explanted and replaced. The patient's condition was good after the procedure. The patient was monitored at the hospital the following days.

Manufacturer narrative:
(B)(4).